Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced some discomfort due to ipg migration. As a result, surgical intervention may be pending to address this issue.